Manufacturer narrative:
H3: product analysis found that the customer complaint could not be confirmed, no fault with hard wired. Software was updated and replaced bad fuse. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found that the customer complaint was confirmed, pmb and eie board failure. Software was updated to v1.7.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op that reoccurring connection issues with pi box when wired (pi box does not recognize cable). Unusual noise and errors when booting up, "self test failed", and during use, out of measurement range - calibrating, when not using cautery. There was no patient impact.